Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump malfunctioned when unplugged during therapy. The pump was infusing on a patient and the pump was unplugged to ambulate but it immediately malfunctioned and stated "call for servicing." The alarm was unable to be silenced and the power button had to be used to shut off the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.